Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported after implant on (B)(6) 2024 the patient was experiencing a loss of sensation in their low extremities. Surgical intervention took place wherein the scs system and hematoma were removed. The patient did regain full function of his lower extremities.